Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, electrical parameters for the left ventricular (lv) lead were "not acceptable". The lv lead remains in use. No patient complications have been reported as a result of this event.